Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not duplicated. The device passed all testing. Preventative maintenance was performed.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was error message 'cassette not attached properly. Reattach cassette' even when no cassette was present. This alarm event pauses the delivery of the pump until the error is addressed. The event occurred during infusion, and there were unknown signs or symptoms experienced.